Event description:
A clinical incident involving a super turbovac with integrated cable arthrowand was reported to arthrocare corporation. During an arthroscopic procedure of the left shoulder, the patient was reported to have sustained a skin blemish described as slightly red, but not so severe. The patient's burn was treated by her general practioner with bandages and administered a course of antibiotics. It was reported the patient is healing well.

Manufacturer narrative:
It was reported the device was discarded following the procedure and the lot number is not known. Since the device was not available to be returned and based on the information provided for this report, a complete investigation could not be performed. No conclusion can be made.